Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was squirting out insulin during the manual prime process. They also received a compromised force sensor system alarm. They were unable to exit the preparing to prime loop. Troubleshooting was performed. The drive support cap appeared normal. The customer did not recall pressing the cap while connected. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: the alarm during basic occlusion test due to faulty sensor resistor. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, unexpected restart alarm error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. Pump had minor scratched display window and cracked reservoir tube lip.